Event description:
During a breast reduction procedure the plastic tip of a conmed clear vac through which the distal end of an electrocautery pencil passes cracked. It was reenforced with a steri-strip to prevent the loose piece from separating and used to finish the procedure.